Manufacturer narrative:
Concomitant medical products: product ID: 8703, lot# j92108517, product type: catheter. (B)(4).

Event description:
Information received reported that the consumer patient who was receiving medication via an implanted pump (drug/concentration/dose were unknown). The patient reported that their pump failed at some point. There were no troubleshooting or interventions reported. In addition, the patient outcome and drug in the pump were unknown. Additional information has been requested, but was not available as of the date of this report.